Event description:
It was reported that shaft break occurred. Vascular access was obtained via the common femoral artery. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire was advanced, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was used for pre-dilalation. The distal end of balloon catheter crossed the lesion, however, resistance was encountered during advancing the device further. The device was removed and it was noted that hypotube of this device was separated outside the patient. The physician then performed dilation with a 1.25 non-bsc balloon catheter followed by implantation of a non-bsc stent. The procedure was completed with post dilation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an coyote fc balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 61.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The shaft was twisted at the guidewire exit notch. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).